Event description:
During interrogation, the device was found in back-up vvi. There was no patient involved.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Analysis revealed the cause of the backup vvi operation was due to a watchdog error that occurred. Watchdog is a function that guards against a computer freezing up and reads, then writes, contents of a counter between two clock cycles, adding value to the memory. A watchdog error means there was an issue in either the reading or the writing of the value between clock cycles. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The device passed all iram testing. The cause of the watchdog error remains undetermined.